Manufacturer narrative:
Results: target lesion exhibited 80 - 90% stenosis. Detachment of device or device component. (B)(4).

Event description:
It was reported that the physician was attempting to treat a lesion in the proximal to mid lcx that exhibited 80 - 90% stenosis. During the surgery, the lesion was pre-dilated but the device failed to cross the lesion. The device was returned to the manufacturing facility and, through analysis of the returned device, the hypotube was observed to have detached, distal to the strain relief. No clinical sequelae were reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was flared and damaged. The hypotube had detached 25.4cm distal to the strain relief. Both ends of the hypotube were jagged and oval at the detachment site. The hypotube was kinked 2.0cm proximal and 2.2cm distal to the detachment site. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation evident to the stent struts or segments please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).